Event description:
Customer reported that battery was not charging. There was no information provided about any impact on the customer's blood glucose level. No additional actions or outcomes were indicated, and the device was not returned.